Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle held by the user, but the needle is not fully visible. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional h11: if other, describe: at the end of the procedure, staff noted that the tip of the needle was broken. No tip was found. Post op the patient was sent for an MRI. No metal was found in patient., was surgery delayed due to the reported event? Yes, if yes, number of minutes: minutes, action taken when event occurred? Post op MRI, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, other information: no needle tip was found at end of procedure or in patient by MRI, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - how long was the delay? Please specify in minutes. 10mins. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No, the needle tip was identified at the end of the case. - was there any change in the patient¿s post-operative care due to the prolonged procedure? No. - were there patient consequences? If yes, please explain. No, just an MRI. - if it becomes available in the future, please provide the product code and lot number. Not available. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, at the end of the procedure, staff noted that the tip of the needle was broken. No tip was found. Post op the patient was sent for an MRI. No metal was found in patient. No suture code, needle description, lot numbers or packaging are available to return. No adverse patient consequences were reported. Additional information was requested.